Event description:
It was reported that the infusion set site fell out of the packaging while the user¿s family member was removing the adhesive spiral, and the agent guided the user through replacing the infusion set, indicating an incorrect procedure during deployment of the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem was identified, and the device component involved was the cannula, consistent with an improper or incorrect method during infusion set handling and attachment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Replacement supplies were shipped.